Manufacturer narrative:
The device was being used during treatment when it was found that the pin holes on the femur and tibia were 10mm to anterior. The log files and case screenshots were returned for evaluation. The DHR was reviewed for software version and it has been validated. A complaint history review found similar complaints of the reported issue. The navio surgical system surgical technique for total knee arthroplasty contains instructions for holding the handpiece properly. The relationship of the device and the reported event has been established. Log files confirmed that the that there were no issues with tracker placement or calibration. Since, it the reported event occurred on both the tibia and femur, it is likely that during bone removal the handpiece tracker was bent by the surgeon and caused the holes to be incorrectly placed the femur and tibia. The root cause of the issue was due to user error.

Event description:
It was reported that in pfa case had the navio make the distal pin hole on the femur 10mm too anterior and exactly the same thing happened on the tibia. Visualised the distal cut and went back the machine had recalibrated and the holes were in the correct spot.